Event description:
The micro oscillating saw was sent for eval due to overheating during a laforte procedure. No adverse event was reported. The procedure was completed with a replacement device without any clinically significant procedure delay.

Manufacturer narrative:
Contact pins in the motor cartridge were found to be burnt.